Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was a notable posterior flail and thickened leaflets. The xtw clip settled more than expected post-deployment. When the clip detached, the mr increased and on fluoroscopy the clip was noted to be opened to around 30 degrees. The clip remains stable on the leaflets and the procedure was complete with a mr grade of 1+ instead of trace. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported clip opening post deployment could not be determined.

Event description:
N/a